Manufacturer narrative:
Concomitant medical products: product ID: 3889-33 ,lot# va1c4nj, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from rep via healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient had an early battery depletion and device was explanted. The device was replaced and it was noted as unknown for patient recovery. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed insignificant anomalies, functioning okay. If information is provided in the future, a supplemental report will be issued.